Manufacturer narrative:
Additional MFR narrative: data batch review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 2 (tp30l-203925c0) product. Data batch history: no other complaint was registered to date (may, 25, 2022) with this batch number.

Event description:
This case occurred outside of the USA, in spain. According to information received as of may 12, 2022, a patient was injected on may 11, 2022, with 0.5 ml of teosyal rha 2 (tp30l-203925c0) into the upper lip. While injecting, the practitioner observed immediate inflammation, bluish discoloration tending to purple, and skin blanching on the upper left lip. Immediately a local medical expert was informed of this event, and following his recommendation the patient received a corrective action as follows: two cycles of hyaluronidase (500 iu). Anti-inflammatory drug (glucocorticoid; methylprednisolone; urbason). Topical antibiotic treatment for 3 days. Acetyl salicylic acid (adiro) for 7 days. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.